Event description:
The user reported that the electric cord emitted sparks and smoke. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the electric cord emitted sparks and smoke. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Cord breakage usually occurs when the cord is repeatedly bent at a sharp angle near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.